Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post routine device change for an implantable cardioverter defibrillator (ICD), noise was noted on the competitive atrial lead. The patient was brought back to the operating room where the atrial lead was replaced with a new lead. When the new lead was connected to the ICD, the noise was still noted on the atrial channel. The ICD was explanted and replaced with a new device. There was no noise noted on the atrial lead after device change. The patient was in stable condition.